Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the ins had been turned off and was no longer active. Hcp did not know the exact reasoning for this but indicated they tried to scan patient a while ago and patient said something about the battery needed to be charged. It was unknown if this was the patient programmer (pp) or the ins. At the time of the report it was verified that that ins was turned off. Patient used ins for a year and that was in (B)(6) so it must have been sometime in 2016 that it was turned off/inactivated. The exact date of the event was not provided. It was reviewed with the caller that the patient could attempt to use pp to put ins into MRI mode though it likely would not be able to communicate. It was suggested that the caller could contact physician for patient's eligibility information. It was unknown who managing physician was. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is needing an MRI, and their ins still does not work, and she cannot put the device into MRI mode. The caller also stated that a medical not indicated the ins has been "disconnected". No further information was reported.

Manufacturer narrative:
Corrected to reflect non-serious adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected to reflect non-serious adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it was determined that the implant was not working in the last spine fusion of the t-10 to the l-5. The patient stated that they are unsure what actions were taken to resolve the issue, as it was too long ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that patient's MRI was performed on 2017-sep-25. There was no mention of devices in the notes so the hcp was assuming that the devices were in MRI mode. Information was provided for the hcp that ordered the MRI but it was not confirmed if they were the managing physician for the devices or not. Patient's weight per medical notes was (B)(4) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275 lot, serial# (B)(4), implanted: (B)(6) 2014: product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported MRI compatibility guidelines were requested and the patient needed an MRI of the brain. It was also reported the leads were cut and the ins was dead. No further complications were reported/anticipated.